Event description:
It was reported that the patient experienced obliterant arteriopathy. The subject was enrolled into the eminent study on (B)(6) 2017, and the index procedure was performed on the same day. The target lesion was located in the right distal superficial femoral artery (sfa) with 70% stenosis. It was 120 mm long with a proximal reference vessel diameter of 6 mm and a distal reference vessel diameter of 5 mm. It was classified as a tasc ii b lesion. The target lesion was treated with a pre-dilatation balloon followed by placement of a 6 mm x 120 mm study stent. Following post dilation, the residual stenosis was 0%. On (B)(6) 2017, the subject was discharged with antiplatelet therapy. On (B)(6) 2018, the subject was diagnosed with obliterant arteriopathy lower right limb. No action was taken at the time of diagnosis. The subject was recommended to undergo surgical intervention as a treatment for this event. On (B)(6) 2018, the subject was hospitalized for planned intervention. Additionally, the subject was noted with recurrent claudication symptoms. Duplex ultrasound revealed preocclusive stenosis upstream of the stent. Localization of the arteriography findings revealed a long in-stent femopopliteal occlusion as well as upstream and downstream of the stent. On (B)(6) 2018, the target lesion was 100% stenosed with 5 mm reference vessel diameter and 300 mm lesion length, which was recanalized multi-level using 5mm balloon angioplasty. Later, two 5 mm x 100 mm and a 5 mm x 120 mm non-boston scientific stents were placed in the target lesion and remodeled with the help of a balloon. Post treatment, final residual stenosis was 0% with absence of thrombus. On (B)(6) 2018, the event was considered recovered/resolved and the subject was discharged on the same day with the advice of antiplatelet medications. Additionally, complete and permanent cessation of smoking was recommended.